Event description:
Brush head doesn¿t stay on the handle...aren¿t tight and they come off - oral-b [device breakage]. Case narrative: male consumer via phone stated that the oral-b toothbrush head did not stay on the oral-b toothbrush handle type 3754. They were not tight and they came off. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.